Event description:
The customer reported ongoing intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin usage. Reportedly, the customer used supplies longer than 72 hours with mobi pump, tandem technical support informed the caller that cartridges are intended for use up to 72 hours; the caller understood this guidance.